Event description:
Information was received from a manufacturer¿s representative (rep) regarding set up for an implant neurostimulator (ins) for gas trointestinal /pelvic floor therapy. It was reported the rep had an oob (out of box) failure of wr (wireless recharger). The rep called from the or although the wr was not assigned to a patient yet. Rep had already attempted to get wr out of shipping mode and had tried resetting the wr 3 times but no light on the power button will ever come on. Ts had caller dock the wr and try resetting/turning on both the dock and out of the dock. The light did not come on. The battery light keeps ascending but power button is not responsive.

Manufacturer narrative:
H3 analysis of the returned recharger revealed the recharger was not responsive to commands, confirming the allegation. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.